Event description:
Received the complaint in writing from the retailer on 1/3/07. Consumer claims she sustained third degree burns to her leg and required surgery to correct the damage.

Manufacturer narrative:
Patient was using the device while sleeping. Labeling clearly states in several locations "do not use while sleeping."